Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the main lamp did not light due to failure of the power supply unit and failure of the igniter. Additional evaluation findings are as follows: 1.) Thread grooves of front panel screw noted damaged; 2.) Dust accumulation inside the unit; 3.) Scratches noted on top cover; 4.) Minor dent on rear panel; 5.) The user facility reported problem of "low light" was not reproduced. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-s190, visera elite xenon light source to olympus for repair due to a report that the "light was low." The problem, as reported to olympus, was identified during receipt inspection. There was no patient involvement, associated with the event, reported to olympus. Upon inspection and testing of the returned device, it was found that the main lamp did not light but the spare lamp did function. This report is submitted due to the finding that the main lamp did not light, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Added e1, e2, e3 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the reported event was due to faulty ignitor and faulty converter unit; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.